Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip is entered from trocar. When pressed for ligation, clip comes lose not in parallel but crossed. It is unknown how case completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with the handles cracked at the knob area. In addition, a clip was contained within the jaws and it was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed four clips as intended. In the next actuations of the device no clips were fed into the jaws. The instrument was disassembled in order to evaluate the internal components and no anomalies were noted; in addition eleven clips were found in the clip track. No conclusion could be reached as to what may have caused the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did scissored clip damage tissue? If so, how repaired? Yes. It was bleeding on the cystic artery. Our clip didn¿t close in the right form. When the doctor fired to clip handle ,clip closed like tilted. The doctor had to repair the cystic artery with other brand¿s clip applier. How was case completed? The doctor left our clip applier and used other brand¿s clip than completed arterial ligation. Was cholangiogram done on procedure? Yes.

Manufacturer narrative:
(B)(4). First question:did scissored clip damage tissue? If so, how repaired? First answer:yes. It was bleeding on the cystic artery. Our clip didn¿t close in the right form. When the doctor fired to clip handle ,clip closed like tilted. The doctor had to repair the cystic artery with other brand¿s clip applier. Second question:how was case completed? Second answer: the doctor left our clip applier and used other brand¿s clip than completed arterial ligation. Third question: was cholangiogram done on procedure? Third answer: yes.